Event description:
Related manufacturer reference number: 3006705815-2024-01988. It was reported the patient experienced inadequate stimulation. Investigation was unable to determine which lead was at fault. The patient's ipg also became inoperable. Surgical intervention was undertaken to explant and replace the entire system. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.